Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 21.0 diopter intraocular lens (iol) was explanted from a female patient's right eye due to a hyperopic surprise. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury post-op. The lens was replaced with the same model, a larger, 24.0 diopter lens. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/08/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. Two pieces of lens were received. This could be related to the explant process mentioned in the initial report. The issue reported could not be verified in the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.